Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the physician was unable to get acceptable pacing threshold measurements. The problem was solved by implanting a different lead instead. The patient was okay post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.